Event description:
The user reported irritation and pain with the device on the (B)(6) 2021. He was treated with antibiotics but the device has reportedly extruded through the skin. The wound is located over the coil/ stimulator. Reportedly the surgical wound fully healed after the initial surgery and there was no reported trauma. According to the clinic an electrode migration is also suspected, however the hearing performance with the device was good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the issue. The device is not available for investigation as it has been lost. This is a final report.

Event description:
The user reported irritation and pain with the device on the (B)(6) 2021. He was treated with antibiotics but the device has reportedly extruded through the skin. The wound is located over the coil / stimulator. According to the clinic an electrode migration is also suspected, however the hearing performance with the device was good. The device was explanted (B)(6) 2021 and a new device was placed on the contra-lateral side. The device could not be located at the clinic and is presumed lost.